Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had two unknown valiant stent grafts implanted for the endovascular treatment of a chronic thoracic dissection. The patient had a left lateral frontal lobe stroke after the implant procedure and was seen by speech and physical therapy. The patient was in the ICU for three days and in the hospital for 23 days as the result of the post-procedure stroke and the difficulty in finding placement in a rehabilitation facility. Then, the patient was transferred to an acute rehab facility. The patient's pre-discharge CT scan revealed a type I endoleak with focal dissection and pseudoaneurysm just proximal to the origin of the stent graft. This had remained stable as noted in the CT scans. A CT scan performed approximately three months post index procedure and a CT scan performed approximately six months post index procedure also showed no changes in the patient¿s proximal dilatation. Approximately seven months post index procedure, the patient was admitted to the hospital for a seizure episode. There were no significant findings during this one day admission. The physician assessed the neurologic (stroke) and type I endoleak as procedure related. No additional clinical sequelae were reported and patient continues to be monitored by physician.